Manufacturer narrative:
Tech inspected bed and found head hi/low coil is working, but valve sticking. No injuries reported by staff. Tech replaced hydraulic valve for head hi/low valve bed to resolve.

Event description:
Customer alleges head hi/low of bed will not raise.